Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the explant was done on (B)(6) 2016 of the generator. The hcp reported that it was the surgeon's decision to cut the leads and remove only the generator. The hcp reported that no actions would be taken to resolve the lead being left implanted. No further complications were reported.

Event description:
Additional information from the patients' healthcare provider stated that the patient received a thoracic x-ray to verify lead placement and the leads were in the correct position. The neurostimulator is currently off, and the patient is going to receive an MRI for further evaluation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had stimulation in an undesired location and there were no traumas or falls related to the issue. The patient stated that the programming was never sufficient and there was difficulty getting coverage. The patient had new symptoms related to stimulation being in an undesired location in the stomach area. The change in therapy or symptoms was considered sudden. The patient reported that the pain was so bad she couldn¿t stand up straight and had insufficient pain coverage. The newest symptoms of pain that made her unable to stand up straight and stimulation in the wrong location started in the last few days while the insufficient programming and coverage issues had been since she was first programmed. The indications for use were spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had the ins removed but the lead was still implanted. The hcp stated that the ins was removed because it "did not work for the areas in pain". No further complications were reported.